Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : discarded.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to stiffness, scar tissue and range of motion in knee. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified a recently removed articular surface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates that patient knee is stiff and doesn't not have complete range of motion, surgeon removed 12mm poly, replaced with 10mm poly and excised excess scar tissue around the knee. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.